Manufacturer narrative:
Method and conclusion codes added. The gore® acuseal vascular graft was returned to geprovas, independent laboratory, for investigation. The scope and results of the investigation were summarized and a report was submitted to w. L. Gore & associates. An explant investigator (ei) at w. L. Gore & associates reviewed the report. The following is a summary of the ei observations: tissue present: yes. Ablumen was devoid of tissue. Luminal views contained dark red (extremity a) to red/brown (extremity b) material; consistent with thrombus. Device patency of the entire device could not be determined from the information provided. Both poles were transected. A blue suture was present near extremity a, which appeared to have been used as a marker. No disruptions on the external surface of the graft were observed. Request for additional analysis: no. Reason: material disruptions (device transections) are consistent with those caused by surgical instrumentation used during a surgical procedure. Based on the ei's review of the geprovas report, no additional analysis is requested.

Manufacturer narrative:
Result code 213 was added. 213: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
Additional information was entered for the following: date of event: 08/21/2017. Date: update of event description. Other relevant history: additional information. Explant date: 09/07/2017. 213: a review of the sterilization records for the device verified that the lot met all pre-release specifications.

Event description:
It was reported to gore that the gore® acuseal vascular graft was implanted on (B)(6) 2017, in a 74-year-old female patient in order to create a haemodialysis access for early cannulation (loop brachio-brachial). On (B)(6) 2017, after about 10 days, a thrombosis of the gore® acuseal vascular graft was diagnosed. On (B)(6) 2017, a thrombectomy of the medical device was performed as well as an angioplasty of the humeral vein. It was stated that samples for bacteriology analyses revealed an infection of staphylococcus aureus meti-r. On (B)(6) 2017, after about 1 month of implantation, the gore® acuseal vascular graft was explanted because of the infection.

Event description:
It was reported to gore that the gore® acuseal vascular graft was implanted on (B)(6) 2017, in a (B)(6) female patient to treat a claudication of the left leg. On (B)(6) 2017, after about 19 days, the gore® acuseal vascular graft was explanted due to thrombosis during a new revascularization surgery.